Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedance on this right ventricular (rv) lead. No adverse patient effects were reported.

Event description:
Additional information was received, information that this patient reported hearing tones from this device, which was likely due to the ongoing issue of high low impedances on the right ventricular lead. A procedure was performed to address the issue. This chronic pulse generator was noted to have shorted due to the lead issue was therefore removed. Upon removal, it was noted that the header of the device was loose, however, it was unknown if this was an issue prior to explant or induced during the procedure. A new device was attempted for implant and tested with the chronic rv lead, however, this device also shorted and needed to be removed. The lead was therefore surgically abandoned and a new rv lead and device were both implanted successfully. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The device was explanted and has been returned for analysis. Detailed analysis is currently pending. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection verified that the header was loose and there were marks on the case and the rv ring seal plug is missing. A review of the memory log and both the shock and rv impedance measurements were normal prior to the shorted lead with no recorded noise. With a programmer, performed shock lead impedance with no load attached and it returned a value of 83 ohms. An additional shock lead impedance test with a 50 ohm load attached and it returned a value of less than 20 ohms. External shorting of the lead during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage. The loose header was also noted and appears to have been induced during the explant procedure based on there is no noise on the stored egrams and the impedance values were good prior to the shorted lead.

Manufacturer narrative:
Event resolution has been requested from the field representative who later reported that the physician will continue to routine checks and nothing has been done further to this point. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.